Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was 6.4 mmol/l at the time of incident. The customer¿s current blood glucose value was 1.2 mmol/l. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose tablets. The pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.